Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and was able to confirm an intermittent failure to complete the boot-up process. During subsequent testing, however, the reported issue could no longer be duplicated. As a result, component level cause could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.